Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 / damaged receptacle / belt stuck) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and wires. The cause of the belt being reportedly stuck in the monitor is the damaged receptacle. The root cause of the damaged receptacle and wires is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204. The patient also reported that the belt receptacle on the monitor had become loose and the electrode belt was stuck inside the receptacle.